Event description:
It was reported that during a pta /stenting treatment procedure, while advancing the express-biliary ld premounted 8.0/20/135 cm stent delivery system over the wire, the tip came off prior to entering the sheath. The express-biliary ld system was removed and replaced with another express-biliary ld system to successfully complete the procedure. The system did not have contact with the pt's body. No pt injuries or complications were reported. Pt status is reported as `good'.